Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered eight infusions set was fell off during use on (B)(6) 2024. The infusion set was used for 2 days. Patient replaced infusion set and resumed insulin successfully. No further information available.